Event description:
It was reported that during a robotic laparoscopic sigmoidectomy procedure, while preparing the left colon, the arm collided with another arm, triggering several alarms and a non-recoverable error. After rebooting the arm, calibration failed twice. The arm was then unplugged, which triggered another non-recoverable error as well as instrument errors on the three remaining arms. The team attempted to resolve the issue by rebooting the tower; however, because the reboot would have resulted in an approximately 20¿25 minute delay, the robotic surgery was converted to traditional laparoscopic surgery.

Manufacturer narrative:
H3 and h6: annex b, annex c, annex d and annex g have been updated. Device evaluation: medtronic led an evaluation of the associated device data for the reported arm cart assembly (aca) sn: (B)(6) . Evaluation of the device data indicates that the aca had an ethercat failure where the communication was lost at the instrument drive unit (idu)-robotic arm joint 5 (raj5) node and causing all subsequent lines of communication to fail. This triggered many non-recoverable errors such as ¿secondary sensor data flow control in the robotic arm¿, ¿motor/brake state mismatch¿, and ¿robotic arm (ra) joint force sensor (jfs) marked invalid¿. These error codes reported the error messages: "warning: arm error. Withdraw instrument, unplug and reconnect arm. If error reoccurs, remove arm from use; contact medtronic support." And "danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm.". It is possible that the collision caused the ethercat comms to fail. However, logs are unable to confirm hardware issue such as arm collisions. The aca was restarted and failed calibration twice due to a mismatch in motor torque or force measured by the joint force sensor (jfs) exceeding limits on ra j5. This failure triggered error codes ¿robotic arm motor torque and sensor torque plausibility check¿ and ¿redundant torque sensing check failure¿ and most likely occurred due to the ethercat failure. Evaluation of the device data for the reported arm cart assembly noted no abnormalities associated with the reported condition of arm cart hits arm cart. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Evaluation of the device data for the reported arm cart assembly confirmed the reported conditions of non-recoverable error, calibration error and error message. The root cause of the observed errors was determined to be related to connectivity issues between the z-slide and instrument drive unit (idu). This is traced to device design such as small movements in the connector due to impact or an inadequate strain relief that cause the contacts to shift onto regions of the mating contacts that are contaminated with flux, which prevents electrical conductivity. Additionally, damage to the assembly fixture pin allowed too much interference between connector components, leading to connector damage and loss of connectivity. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: mrasc0002 sn: (B)(6); mrasc0002 sn: (B)(6); mrasc0002 sn: (B)(6); mrasi0004 sn: (B)(6); mrasi0011 sn: (B)(6); mrasa0003 sn: unknown; mrasa0003 sn: unknown; mrasa0003 sn: unknown; mrasc0001 sn: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic sigmoidectomy procedure, while preparing the left colon, the arm collided with another arm, triggering several alarms and a non-recoverable error. After rebooting the arm, calibration failed twice. The arm was then unplugged, which triggered another non-recoverable error as well as instrument errors on the three remaining arms. The team attempted to resolve the issue by rebooting the tower; however, because the reboot would have resulted in an approximately 20¿25 minute delay, the robotic surgery was converted to traditional laparoscopic surgery.